Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge remained static at 85% while pump was charging. After pump was disconnected from power source, pump battery gauge increased to 100%. There was no impact to the customer's blood glucose level.